Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned for analysis. Visual examination of the device confirmed the damaged condition. The threads of the inner shaft are worn and stripped. Overall appearance of the device shows a considerable worn condition depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the cleaning process it was noticed that the instruments are defective. No patient impact. No surgery impact. Customer dies not track number of usages of instruments.